Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 600 mg/dl. Reportedly, the cause was the customer was not delivering boluses to compensate for meal consumption. The customer attempted to address the elevated bg by delivering multiple correction boluses. Additionally, the customer was feeling disoriented, and appeared pale in the face, resulting in a visit to the emergency room (ER), where a magnetic resonance imaging (MRI) and several x-rays were administered to address the reported issue. The customer left the ER fatigued, but in fair condition. The customer confirmed that the pump and related supplies were functioning as intended.